Event description:
Programmer user interface froze during sensing tests. Reportedly, the physician failed to establish stable telemetry. After normal interrogation procedure, the sensing test was started and could be stopped only by removing the programming head. The pt has been sent to the implanting center.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.